Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation caused by the lifevest. The irritation was described red and itchy skin underneath the rear therapy electrodes. The patient consulted his physician who provided an ointment. Follow-up indicated that the irritation was much better and almost completely gone.